Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report that he was having issues with his sensor. The customer's blood glucose level was 186 mg/dl. The customer states that there was an instance when he removed the needle hub from sensor and the needle did not automatically retract. The customer states that it came from a previous box that he was using. We advised the customer to monitor the sensors and that this should not be occurring. We advised if it happens again, he should call and report the issue with the lot information.